Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a broken battery connector. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. Upon evaluation the battery connector (j1) on the defibrillator board was found to be broken, preventing the monitor from powering up. The root cause of the broken battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. The last patient to use this monitor did not report any deficiencies. No adverse event resulted from the broken battery connector.